Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the user facility. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 04/23/2018, mentor received additional information about the event. The patient¿s explanted device was replaced with a mentor smooth round moderate plus profile 600cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a product for this complaint, but the lot number found on the returned device does not match what was reported by the initial reporter. It was reported that the suspect medical device is a mentor smooth round moderate plus profile 600cc saline breast prosthesis, catalog #3502600, lot #7489600. The device mentor received for this complaint is a mentor smooth round moderate plus profile 600cc saline breast prosthesis, catalog #3502600, lot #7438170. Since the reported product (catalog # 3502600; lot # 7489600) was not returned for analysis and attempts for clarification cannot be made since the customer declines to be contacted and no additional information was provided, mentor could not perform product failure analysis and no determination of possible contributing factors could be made. As a result, the investigation will be closed. If wrong product clarification is received in the future within the mentor failure analysis lab¿s product retention period, the investigation will be performed as appropriate. Manufacturer¿s reference number: (B)(4).